Manufacturer narrative:
Update to coding; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received for analysis partially disassembled, with the external slider, tip capture release handle, back end lock and clamping ring removed. The stent had been deployed prior to receipt of the device and was not received for analysis. Deformation was evident to the proximal graft cover. The tip capture was partially retracted on receipt of the device. A kink was evident to the peek tubing. A detachment was evident between the luer connector and backend t-bar with flattening evident to the tubing on the distal side of the detachment. The tip capture lumen appeared stuck in the silicone seal, it was not possible to retract the tip capture lumen no other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia vamf2424c150te stent graft was implanted during the treatment of a thoraco-abdominal aneurysm the patient had previous elephant trunk and visceral debranching surgeries. It was noted that the iliac segment was straight, with slight angulation observed in the infrarenal segment of the abdominal aorta. It was reported that during the index procedure, the valiant captivia deployed normally in the abdominal aorta and was the first stent implanted. However, during deployment of the bare stent, when the capture tip release handle was unlocked with counter-clockwise rotation, the handle became stuck, and it was not possible to pull it back. The healthcare professional manually intervened to open the mechanism and release the proximal end of the stent graft. The deployment steps were followed according to the instructions for use (IFU). No damage was noted to the device packaging or delivery system prior to the procedure. A total of five devices were deployed sequentially from distal to proximal, extending from the aortic bifurcation up to the left subclavian artery. The first device placed was the vamf2424c150te, which was implanted in the abdominal aorta. Per the physician the cause of the deployment issue was suspected to be due to a mechanical error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device photo evaluation: one still image was received for analysis. Image depicts the proximal section of a valiant delivery system. The tip capture mechanism, screw gear and external slider appear to have been partially disassembled. It is not possible to confirm deployment issues from the image provided medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.